Event description:
It was mentioned, patient's right knee patella implant dislocated. Op-notes indicated that the pt was revised for loosening of a tm patella.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.